Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in the hospital for adventricular lead replacement due to intermittent noise. The lead was capped and replaced.